Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 2000 ml eva tpn bags were leaking from unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information : additional information/correction: the lot was manufactured between august 12, 2018 and august 14, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.